Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue, user is testing with expired test strips. Correction of serial #: meter serial # (B)(4).

Event description:
Customer is complain that got a 'hi' on his meter reading. Customer states that feels well and requires no medical attention. The customer's expected blood result is 150-170mg/dl fasting. Verified the strips expired 2/19/2012. Reviewed meter memory: (B)(6). Memory concerns:with hi. The customer did not remember when the strips were opened, and strips expiration date (2/19/2012), strips are expired.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue, user is testing with expired test strips.

Event description:
Customer is complain that got a 'hi' on his meter reading. Customer states that feels well and requires no medical attention. The customer's expected blood result is 150-170mg/dl fasting. Verified the strips expired 2/19/2012. Reviewed meter memory (B)(6). Memory concerns:with hi. The customer did not remember when the strips were opened, and strips expiration date (2/19/2012), strips are expired.